Manufacturer narrative:
The investigation confirmed that the tip of the screwdriver was broken. The tip/torx flanks showed heavy, plastic deformations while the fractured surfaces showed torsional forced rupture due to high torsional forces used during insertion. In addition, pressure marks were visible at the slot area indicating presence of high bending forces. Thus, the root cause of the reported event can be attributed to a user related issue of high torsional and bending forces during insertion. Indications for any material, mfg or design related problems were not determined in the investigation.

Event description:
It was found that tip of the screwdriver blade was broken when it was returned from the hospital.